Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was not functioning properly. This was attributed to normal wear. Parts were replaced. Device was repaired and returned to the customer.

Event description:
Customer reported the locking system does not work generating piece of equipment overheating. The device was returned for service. This is report 1 of 1 for complaint (B)(4).